Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature: transcatheter aortic valve implantation via percutaneous axillary access¿a UK registry. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter aortic valve implantation via percutaneous axillary access¿a UK registry", was reviewed. This research article is a retrospective multicenter experience to evaluate UK experience of percutaneous axillary (pax) transcatheter aortic valve implantation (tavi). The devices included in the study were edwards sapien 3/ultra, medtronic evolut r/pro/pro+, abbott portico/navitor, and boston scientific acurate neo/lotus. The article concluded that pax tavi is viable and can be performed under conscious sedation with no detriment in terms of clinical outcomes. [The primary and corresponding author was noman ali, department of cardiology, leeds teaching hospitals nhs trust, leeds, UK, with corresponding e-mail: n.ali18@nhs.net.]. This study included all patients undergoing pax tavi from 01 november 2023 to 31 december 2023. A total of 209 patients were included in the study, of which 14.4% (30) received an abbott device. The average age was 78.9 years. The majority gender was male. Comorbidities included diabetes mellitus, chronic pulmonary disease, myocardial infarction, severe liver disease, prior stroke and transient ischemic attack, and heart failure.

Event description:
The article, "transcatheter aortic valve implantation via percutaneous axillary access¿a UK registry", was reviewed. This research article is a retrospective multicenter experience to evaluate UK experience of percutaneous axillary (pax) transcatheter aortic valve implantation (tavi). The devices included in the study were edwards sapien 3/ultra, medtronic evolut r/pro/pro+, abbott portico/navitor, and boston scientific acurate neo/lotus. The article concluded that pax tavi is viable and can be performed under conscious sedation with no detriment in terms of clinical outcomes. [The primary and corresponding author was noman ali, department of cardiology, leeds teaching hospitals nhs trust, leeds, UK, with corresponding e-mail: n.ali18@nhs.net.] This study included all patients undergoing pax tavi from 01 november 2023 to 31 december 2023. A total of 209 patients were included in the study, of which 14.4% (30) received an abbott device. The average age was 78.9 years. The majority gender was male. Comorbidities included diabetes mellitus, chronic pulmonary disease, myocardial infarction, severe liver disease, prior stroke and transient ischemic attack, and heart failure.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, chronic pulmonary disease, myocardial infarction, severe liver disease, prior stroke and transient ischemic attack, and heart failure. Complications reported included stroke, cardiac tamponade, pericardial effusion, bleeding, surgical intervention (permanent pacemaker, valve-in-valve, stent implant, sternotomy), unexpected medical intervention (balloon aortic valvuloplasty); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transcatheter aortic valve implantation via percutaneous axillary access¿a UK registry. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.